Manufacturer narrative:
Report date: 31aug2021. (B)(6).

Event description:
The customer reported that the device had a 35v power supply failure. The device was not in use on a patient. No patient or user harm was reported. The field service engineer (fse) confirmed the reported failure. The fse troubleshot the unit with various parts but the issue remained. The fse replaced the motor control board to resolve the issue. The unit passed testing, and it was returned to service.